Event description:
The customer observed that all prism analyzers in the lab were generating drain time errors when prism reaction tray lot 90359m500 was in use. The lab processed approximately 2000 hepatitis b surface antigen samples in one day and 10 to 15% of the samples generated the drain time error. The customer verified the transfer wash volume was adequate, no bubbles were seen, and connections were checked. The lab indicated they would change to a different lot of reaction trays. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: prism 6 channel analyzer, list # 6a36-04, serial #'s (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.